Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 204mg/dl. The customer was assisted with troubleshooting for the high readings. The customer had no symptoms. The customer treated with a manual injection. Customer's blood glucose value was 245mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. The customer stated that there was one large air bubble in the reservoir and troubleshooting was performed. There was no leak found in the reservoir and tubing connection and the insulin was warmed up to room temperature. The customer was advised to change the set. Customer stated that insulin exited after rewind, load reservoir and fill tubing process. There was no leaks or insulin issues. The cannula was found to be crimped and was explained that it might cause high blood glucose. The insulin pump programming was found to be accurate. The insulin pump passed the high pressure test. The customer was also help with power loss alarm troubleshooting and it was found that the insulin pump was recently stored, not in use for an extended period of time, or without battery for greater than ten minutes. It was explained that the alarm was normal behavior. The product will not be returned for analysis.